Event description:
Acct. Reports that tubing on the set separated from the hub of the luer lock while in use on a pt's PICC line. Was discovered when leaking was noted. No pt. Injury reported. No sample available.